Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The patient was asymptomatic to the backup operation. It was noted that the device was past eri, and it was not restored. Generator replacement procedure was discussed. No further information was reported.